Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 450mg/dl. The wife stated that his insulin pump did not deliver insulin for four hours. The customer experienced nausea, vomiting, excessive thirst, urination, and ketones. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Advised the caller to locate the tubing clamp and call us back to complete testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.